Manufacturer narrative:
Product ID# mc1vr01-delsys. (B)(4). Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system outer shaft was bent. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the outer shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 5 cm from the distal end of the delivery system. The inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. There is blood on the outer shaft located at the distal end of the stability member. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01us / expiration date: 2021-05-28/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, 08-apr-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, dev rtn to MFR: yes, mfg date: 2020-01-09, labeled for single use: yes ,(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after deployment of the leadless implantable pulse generator (ipg) the device and catheter were removed to check for clots. The physician noted that the device was not handling as expected and noted an "abnormal" curvature to the catheter. The device was explanted and replaced. No patient complications have been reported as a result of this event.